Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The patient experienced loss of consciousness due to hyperglycemic event. The patient blood glucose levels were 600 mg/dl at the time of event with positive ketones. The patient was admitted for more than 24 hours in the hospital. No further information available.